Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept alarming failed battery test after changing the battery. Blood glucose value was 13.2 mmol/l. Troubleshooting was performed. It was stated that the device was not bumped or dropped, the contacts were not missing or damaged and no damage or corrosion was found in the battery compartment. The customer's mother cleaned the battery cap and compartment, inserted a new battery and off no power alarm occurred. It was advised that the insulin pump would be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.